Event description:
It was reported that there were "no problems with post-op treatment and patient bone". No patient fall is reported. In the revision surgery, after removal of the implant, decompression was added. No further information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that an interspinous process decompression (ipd) procedure was performed using a 10mm peek interspinous spacer on a patient with lumbar spinal canal stenosis (lscs) at l4/5. Twenty-four days post-op, the patient experienced pain and numbness in lower extremities and an l4 spinous process fracture and recurrence of stenosis at the treated level were reported. A revision surgery was performed 53 days post-op via implant removal and decompression. The physician stated that "the cause of the incident could be that the implant was too large for the patient". No further information was reported.